Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (~338 mg/dl). The customer was not sure what caused the high bg levels, but thought that the food that they ate might have contributed/ caused them. Elevated bg levels were treated via bolus delivery from the pump. The customer did not suffer any permanent impairment due to this event.